Event description:
It was reported that a patient presented to clinic with over-sensed noise on their right ventricular (rv) lead. Programming changes were made. The patient was stable.

Event description:
New information noted that the patient experienced syncope due to pacing inhibition caused by noise oversensing on the right ventricular lead (rv). The physician elected to cap and replace the lead on (B)(6) 2021. The patient was stable before, during, and after the procedure.